Event description:
Baxter received a customer report from a pharmacy in 2007. It refers to a patient who used an infusor seven day 0.5 ml/h for a 7 day use. The infusor was filled at the reporting pharmacy with sodium chloride and 5-fu (filing amount 84 ml). After 5.5 days, it was noticed that the pump was completely emptied. No clinical consequences were reported.

Manufacturer narrative:
The actual device involved in this incident has been requested for evaluation. Should the device be returned, the results of the sample evaluation will be submitted in a follow up report. A review of the batch records for this lot has been requested. The results of the batch review will submitted in a follow up report. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA in 2007. Sample evaluation summary: one used unit was received containing no solution. Upon receipt, the unit was visually examined for signs of abnormality; however, none were found. The imprint on the flow restrictor was noted to be correct. Per procedure, a flow test was subsequently performed on the unit for 134.4 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the unit: calculated normalized(2.5%) specification range 0.5070 0.5196 0.4375-0.5625 the flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the device performed as expected. A batch review has been conducted by the manufacturing qa group, which revealed that the lot passed all release criteria.